Event description:
It was reported that the patient experienced a shocking or jolting sensation at the implantable neurostimulator location. There was no known accident or incident related to the complaint. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3778-60, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37742, serial# (B)(4).